Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. It was unknown if the cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may be. There was no delay in the start of precleaning, the customer flushed the air / water nozzle with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and the air / water nozzle was flushed with the detergent. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob were out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / crack / white-clouded area, the forceps elevator lever was deformed, the protector of the universal cord on the scope connector side had a scratch, the objective lens had a scratch, the adhesive around the objective lens had a white-clouded area, the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a poor air / water supply. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged foreign material located inside the nozzle could not be identified. Olympus will continue to monitor field performance for this device.